Manufacturer narrative:
H.6. Investigation: an mp1000 china sample was not available for investigation; however the customer confirmed that the complaint sample was from lot 20076477. The customer feedback indicates that the piston did not return to the closed position when disconnected from a connecting male luer product. The connecting product in use at the time of the customer's experience was not returned to assist the investigation, and no further information was provided to assist the investigation in this instance. A definitive root cause for the customer's experience could not be determined in this instance as the sample was not available for investigation, however previous investigations have identified that it is possible that an insufficient amount of silicone lubricant was sprayed into the valve during the automatic assembly process, which contributed to the customer's experience. A review of the production records for lot 20076477 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that the maxplus positive pressure connector needle-free valve would not rebound during use. The following information was provided by the initial reporter, translated from chinese to english: "at 10:00 on (B)(6) 2021, when the responsible nurse was preparing to replace the infusion set at the needleless connector for the patient, she found that the round rebound plug in the middle of the needleless connector could not rebound. The responsible nurse found out in time and replaced it".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the maxplus positive pressure connector needle-free valve would not rebound during use. The following information was provided by the initial reporter, translated from chinese to english: "at 10:00 on (B)(6) 2021, when the responsible nurse was preparing to replace the infusion set at the needleless connector for the patient, she found that the round rebound plug in the middle of the needleless connector could not rebound. The responsible nurse found out in time and replaced it."